Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The investigation found no damage or manufacturing deficiencies that would contribute to the cannula dislodging, and there was no damage found with the cannula assembly that would result in leaking. A leak test was performed on the cannula, and no leakage was observed along the entire fluid path. The adhesive pad and welds were also inspected, and no issues were found. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl, 13.9 mmol/l between 1 and 4 hours of wearing the pod. The patient reported just before going to bed, they could smell insulin. Upon inspection of the pod, there was leaking observed and it appeared to have come loose from the abdomen, resulting in the cannula dislodging. The pod was removed, and a new pod was applied.